Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found it to be severely bent. A stent strut on the 11th row from the proximal edge appears lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.00mmx32mm promus element ¿ stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.